Event description:
Burn . 'A little boy was recently burned when using several different tebbetts retractors. The customer says that the light source connection has been hot at the light source and burning the drapes for about a month. They have been using a light cord that has cracks in the insulation. Customer was told to stop using any light cord that has cracks in the insulation @ that they need to use a compatible light cord which (B)(6) verified. They have been using 88-9727 - light cord 5mm, light source : luxtec, they use tebbetts retractors 88-1187, 88-1088 moving forward, they will use compatible light cord 88-9760 - 3.5mm cable': additional information received from the sales rep (B)(4) 2014. It was reported that the customer stated that the tebbetts retractors are ok and they are just getting hot cause they were using a codd that was delivering too much energy. We will not be receiving the instruments for evaluation.

Manufacturer narrative:
(B)(4) should additional information be received, a follow-up emdr will be submitted.